Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that intervention was performed due to screw breakage. The broken screw was replaced. Patient is reported to have suffered from pseudoarthrosis.

Manufacturer narrative:
Visual inspection of the returned expedium single innie polyaxial screw [product code: 1797-12-650, lot no: ajjc5z] noted that the fracture occurred at the transition zone from the crew polyaxial ball and the screw shank. Device was then sent to fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results noted that the fractured surface exhibited smooth and grainy/rough regions, which are indicative of a fatigue failure. The existence of the two surface morphologies implies that the fracture first propagated and then full failure/breakage (rough region) took place presumably when the remaining region did not have strength to bear the load. A review of the device history record (DHR) for the expedium single innie polyaxial screw [product code: 1797-12-650, lot no: ajjc5z] was conducted identifying that the lot was released on august 18th, 2008; no discrepancies were observed during the manufacturing process. A 12-month review of the complaint trend analysis for the expedium single innie polyaxial screw was conducted. It was noted that were no related complaints associated to polyaxial screw breakage. The root cause of the polyaxial screw becoming broken cannot positively be determined. However, the fracture analysis results show that the fractured surface exhibited smooth and grainy/rough regions, which are indicative of a fatigue failure. As there has been no issues identified in the manufacturing or release of the device and there have been no systematic trends the complaint file will be closed with no further action required.